Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was picking up electromagnetic interference (emi) and reporting the amplitude of noise. There were small r-wave measurements due to this issue. No patient symptoms reported. Patient will continue to be monitored.